Event description:
It was reported that the intra-aortic balloon (iab) prematurely unwrapped prior to insertion. As a result, the iab was not used. New information received stated that the iab was inserted into the sheath which was in the patient. The iab began to unwrap while the md was advancing it into the sheath.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.